Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the cause of the reported event, was most likely a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the customer. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of (B)(6) 2015 the alleged faulty main printed circuit board assembly has not been received.

Event description:
The following event was reported by a distributor in (B)(6). The distributor reported a unit that was displaying the following error messages: "vent inop", "check event". Post "dac or adc". The unit was on a patient at the time of event, however there was no patient harm. The patient was switched to another unit.

Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that on power-up the unit is going immediately into vent inop. The error log contains low ve, low pip, motor fault, high rate and post dac or adc error. Measured power supply 24vdc and found it to be 23.984vdc which is within tolerance. Measured the voltage at pin 7 of u603 and found it to be 0.695vdc which is out of tolerance. The post dac or adc error issue is caused by a defective r608 in the voltage divider circuit that divides the monitored power supply 24vdc down to 4vdc. Duplicated complaint allegation that the unit displays vent inop, check events and post dac or adc error. This issue is being addressed in an internal correction.